Manufacturer narrative:
Patient information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. No sample was returned for analysis and no lot number was reported. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin. End of report.

Event description:
Received report on 03dec2020 from clinical specialist reporting skin burn/skin tear on the chest of an (B)(6) day old infant. Customer uses chloroprep as surgical prep. The customer uses dermabond and mepilex on chest post op. No other information for this patient was received. 4 other incidents were mentioned in this report - however, there was no patient specific information for those incidents.

Manufacturer narrative:
Sample was not returned for analysis. During follow-up with hospital staff, it was learned that new surgical headlights were used. As new surgical lights were used, it may be possible that the symptoms may have been the result of excess heat generated and/or the vicinity of the light placed in proximity to the surgical area. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin. End of report.

Event description:
An operating room manager reported skin redness, blisters, burning, pain and a skin tear on the left chest wall of an infant. The 3m¿ ioban¿ 2 antimicrobial incise drape was on the skin for more than three hours. Wound care team intervention was required. Chlorhexidine gluconate was applied for surgical skin preparation. Dermabond® and mepilex® dressing were applied post-operatively.